Event description:
It was reported that during a gastroduodenal embolization treatment procedure, a coil appeared to be coming out the side of a catheter. The target lesion was located in the gastroduodenal artery. As a boston scientific .018 interlock coil was deploying, it appeared under fluoro that the coil was coming out from the side of this 130/20/1 renegade tip catheter near the distal tip. The coil was pulled back into the renegade catheter successfully. The catheter was removed from the patient. The procedure was completed with the same interlock coil and another of the same renegade tip catheters. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).